Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of cannula retracted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The pod had been worn for between 37 and 48 hours. The patient reported experiencing pain, and the insertion site was swollen and red. The patient confirmed the pink slide did move forward which would indicate the needle had deployed. Upon removal of the pod, the cannula was not visible, indicating a needle mechanism failure, the cannula had retracted.